Event description:
(B)(6): customer reports via phone that during a cystography/ urethrography procedure, the system fluoro failed. Staff moved the pt to another room where the procedure was completed and pt is fine. No reported injury. Customer provided no pt gender/age info other than to say the pt is fine.

Manufacturer narrative:
Covidien field service engineer (fse) evaluated system and found the fluoro kv was set too low and raised kv in the e06 memory. Fse also adjusted the foot extension transducer switch. When fse was checking kv and the image for correct readings, they found the sedecal console was locking up consistently during start up. Fse replaced the x-ray console and recalibrated collimator to remove lateral blade from the image. Fse verified proper operation of system. System returned to full service by customer.